Event description:
AED reported to issue low battery warning not resolved by battery replacement. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation pending device return.